Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6)2007; 4965-50 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture, intermittent undersensing, and measured high thresholds. It was further confirmed that the lead problems were caused by damage during open heart surgery in 2015. The lead was initially reprogrammed at that time. The lead was recently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.